Event description:
A past event was reported of reservoir leaking into insulin pump. It was reported that there were cracks at reservoir and battery compartment. It was also reported that customer had issues with the pistons. Customer reports that these past event were resolved. Customer was advised to call to report events when they occur. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.